Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump buttons are not working and it alarmed a button error. Customer stated he leaves insulin pump in restroom while showering. Advised customer while showering to leave insulin pump in another location, moisture exposure can lead to keypad issues. The blood glucose reading was 320mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.